Event description:
Pump was sent to biomed with report that pump shut off by itself a couple of times during use. There was no report of patient injury or medical intervention. No clinical contact or additional details were provided.